Manufacturer narrative:
The initial reporter's facility name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, a patient in neurology ward b had a urinary foley catheter in place when the balloon suddenly ruptured, causing the catheter to fall out. The on duty nurse was immediately notified, and it was checked that the patient was not harmed. To avoid affecting the patient's treatment, a new catheter was promptly replaced, completing the catheterization. No other instruments were used in combination.